Manufacturer narrative:
The customer contacted siemens customer care center (ccc) and reported that they obtained discordant, falsely low hemoglobin (hgb) results on an advia 120 hematology system without autosampler. A siemens customer service engineer (cse) was dispatched to the customer's site and determined that when the customer performed maintenance on the system, the customer did not properly tighten the screws which hold the shear valve in place. The cse tightened the shear valve screws and ran a precision study and quality controls (qc), resulting within specifications. The cause of the discordant, falsely low hgb result is unknown. The system is performing according to specifications. No further evaluation of this system is required. MDR 2432235-2018-00133 was filed for the same event.

Event description:
A discordant, falsely low hemoglobin (hgb) result was obtained on an advia 120 hematology system without autosampler. This result was reported to the physician(s), who questioned the result. On the next day, the same sample was rerun on the same system, resulting higher. The repeat result was provided, as the correct result, to the physician(s) as the result matched the patient's clinical history. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low hgb result.

Manufacturer narrative:
Corrected information (10-apr-2018): the initial MDR states that the customer did not properly tighten the screws which hold the shear valve in place and that the customer service engineer (cse) tightened the shear valve screws. Upon further investigation, siemens determined that the customer did not properly secure the nut that compresses the spring onto the shear valve; the cse tightened the nut and not the shear valve screw. Additional information (10-apr-2018): siemens determined that the cause of the discordant, falsely low hemoglobin result was potentially due to the loose nut. MDR 2432235-2018-00133_s1 was filed for the same event.